Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Error 6 means: that there is a small leak between 0.7 to 5.0 lpm at 0 steps of the inspiration valve (= valve fully closed). The root cause was determined to be due to a defective inspiration valve.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 300 (device in failsafe); 316 (blower failure); 400 (inspiration valve or device leaky) and technical failure 545 (astepinspvalve value out range - failsafe) during start up. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire received device logs, blower test was normal. All four alarms were found during startup sequence. Subsequently, the customer sent the second set of logs after completion of the inspiration valve test. The test passed, but due to having all four of the technical failure alarms (300, 316, 400, 545) and an error 6 during a previous inspiration valve test, we will have the fse (field service engineer)to replace the inspiration valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.